Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There is no indication that the patient received medical intervention for the wound. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient's passing. Outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.